Event description:
Information received on the remote transmission was reviewed by qualified personnel. It was determined the left ventricular threshold measurement was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d314trg implantable cardioverter defibrillator (ICD) 2013 (B)(6); 6947 implantable tachy lead 2013 (B)(6). (B)(4).